Event description:
This report summarizes one malfunction. The information reviewed indicated that model 0600570 chronic catheter allegedly dislodged with fluid leak. This report was received from one source. The device was used in a 45 year old female patient, 170 lbs. There was no reported patient injury.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed dislodgement and leak. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Manufacturer narrative:
The device was returned for the one complaint. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 0600570 chronic catheter allegedly dislodged. This report was received from one source. The device was used in a (B)(6) year old female patient, (B)(6) lbs. There was no reported patient injury.